Event description:
On (B)(6) 2014, the patient reported that her infusion device displayed w2 (battery low) and then the device shut off without first displaying e2 (battery depleted). The patient checked the history and found that some of the errors had dates that were in the future. She stated that the date and time on the device were correct. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.